Manufacturer narrative:
Device evaluation of integrated battery charger sn (B)(4) has been completed. The reported problem (charger won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply connector. The root cause for the defective power supply connector was excessive force. No adverse events occurred from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was unable to power on.